Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. (B)(4). It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture, tilt, and organ perforation. The patient indicated that the patient is deceased, however a cause of death or relationship to the device was not provided. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Without procedural or post implant films for review, the reported filter embedded, tilt, perforation of strut(s) into surrounding tissue/organs and filter fracture could not be confirmed or further clarified. Due to the nature of the complaint the relationship between the patient death and the filter could not be established, as the medical records and cause of death were not provided. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter fracture, tilt, and organ perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The patient is deceased, but there is no information to relate her demise to the device.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture, tilt, and organ perforation. The patient indicated that the patient is deceased, however a cause of death or relationship to the device was not provided. The patient¿s spouse reported becoming aware of filter fracture, tilt, organ perforation and inferior vena cava perforation approximately eleven years post implant. The spouse reported that the patient also experienced back and stomach pain. According to the medical records the indication for the filter implant was a history of deep vein thrombosis and despite coumadin therapy has had recurrent pulmonary embolisms. The filter was placed via the right brachial vein and deployed within the infrarenal ivc. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related it ivc filters. Without procedural or post implant films for review, the reported filter embedded, tilt, perforation of strut(s) into surrounding tissue/organs and filter fracture could not be confirmed or further clarified. Due to the nature of the complaint the relationship between the patient death and the filter could not be established, as the medical records and cause of death were not provided. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature ot eh complaint the reported pain issues could not be further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) that is recurrent despite coumadin therapy. The indication for filter placement was deep vein thrombosis (dvt). The filter was deployed via the patient's right brachial vein using ultrasound guidance. The filter was placed into the infrarenal area of the inferior vena cava (ivc).   Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, tilt, organ perforation and inferior vena cava perforation. The patient became aware of the reported events approximately eleven years after the index procedure. The patient experienced back pain, stomach pain and may have suffered from depression related to the filter.